Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that polyethylene wear has led to patient's pain and instability. The doctor noted osteolysis around the cup but there was no loosening of the cup. Doi: (B)(6) 2000: dor: (B)(6) 2021: affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Question: a. Was there a surgical delay because of this event? If yes, what was the duration of the delay? B. Can you please provide the product code and lot number of the 28/54 10degree lipped liner and 28mm +5 biolox forte ceramic head? C. Please provide the product details of the cup even it was not revised. Response; surgery was not delayed. I do not have any additional information.